Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip-tip. The broken piece was a portion at the base of the grip tip. A piece approximately 0.032" x 0.128" was found to be broken off and was not returned. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted unspecified thoracic surgical procedure, a small metal piece of the prograsp forceps instrument broken off and fell inside the patient. The broken piece was retrieved and taken out of the patient during the same procedure. The customer used a backup instrument and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with no damage noted. The surgeon was grasping tissue when the instrument broke. Only one piece broke off from the instrument and it was retrieved with a laparoscopic grasper instrument. No post-operative tests were performed. The instrument did not collide with any other instruments or other hard material during the surgical procedure.